Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 33 events were reported for this quarter. Product return status: 30 devices were received. 3 devices investigation type have not yet been determined. Evaluation status: confirmed. 14 reported events were confirmed during testing. 11 devices were found to be affected by a worn dynamic seal. 2 devices were found to be affected by a loose/damaged hose swivel assembly. 1 device was found to be affected by a maintenance problem. In progress: 19 device evaluations are in progress. Additional information: 33 devices were not labeled for single-use. 33 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device was reportedly leaking. 31 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device was reportedly leaking. 31 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 33 previously reported events are included in this follow-up record.   Product return status 32 devices were received. 1 device was not available for evaluation.   Event confirmation status 30 reported events were confirmed; the cause traced to component failure. 2 reported events were not confirmed. Evaluation results 21 devices were found to be affected by a worn component. 3 devices were found to be affected by a damaged component. 3 devices were found to be affected by a hole in the hose. 3 devices were found to be affected by a hole in the hose and a worn component. 2 devices had no device problem found.